Event description:
It was reported that the patient experienced wound dehiscence, device exposure at chest implant site and suspected infection. Patient was hospitalized. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).